Event description:
The customer reported that the therapy connector is not attaching properly on the cable. There was not pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.